Event description:
The catheter was inserted on (B) (6) 2009, and on (B) (6) 2009, the nurse found the catheter broken.

Manufacturer narrative:
Received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and observed damaged jagged edges and cracked silicone molding at the area of the break. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. The engineer concluded that the damage found on the catheter was conclusive evidence that the catheter was broken by stress (misuse/mishandling). (B) (4)